Event description:
Complainant was losing both breasts. She had breast implants in the early 90's and kept going back to her dr for reconstructive surgery when in 2001 she became a part of an 'inamed' PMA study. She stated she signed off on the study but was never provided an informed consent. After this incident she started to lose feeling in her left breast. She had since visited many drs to have her breast reconstructed due to silicone that she believes has floated to her underarms and under her ribcage. She believes dr, who was running the clinical study, has caused all her subsequent injuries. She stated that according to the study, she should have been monitored for 5 years after the implant surgery - but she was never monitored by dr. Coordinator was unable to get all info during the call since complainant would not allow for any questioning. In conclusion, she wanted to know why FDA still allows silicone implants.